Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string came off and tampon got stuck inside her. She experienced this issue with 16 tampons. Multiple attempts have been made to obtain further information. No further information has been received.